Manufacturer narrative:
The explanted device was returned to the MFR for eval. The report of pump thrombosis was confirmed based on the eval of the returned lvad pump. The lvad was returned assembled with the driveline cut approximately 1.5" from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft and sealed outflow graft bend relief were returned detached from their respective pump ports. The outlet elbow was returned to the pump outlet port. The bend relief collar was returned attached to the outflow graft and bent relief hardware. Examination of the rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing cup and ball. The thrombus showed evidence of laminated layering and denaturation indicating that it likely developed on the bearings over and undetermined amount of time while the pump was in operation. Examination of the proximal-side of the outlet stator revealed a small, loosely seated white deposition situated adjacent to the outlet bearing ball. The deposition lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet portion of the rotor. Although its origins and a duration in which it was present in the pump cannot be conclusively determined, it did not appear to have originated in this location. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to the mfg procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the mfg process and the device was found to function as intended. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a routine transplant, a large thrombus was visualized on the pump. Pt was transplanted and is doing well.